Event description:
A patient brought a CPAP device from home for use in his room. Staff verified that this device was safe to be used in the facility. The patient plugged the CPAP into the wall outlet of their room while it was in use. While sleeping, the patient sustained a burn from the power cord which was found to be in the patient's bed. The patient's injury was a burn to the right upper arm, about a quarter-sized in diameter, and it was bubbling. The patient complained of pain and requested tylenol. Upon further investigation, it was noted that the power cord had been stretched across the room to reach an electrical outlet and that the patient had fallen asleep on the power pack of the cord, which caused overheating and the injury.